Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that a pen needle autoshield duo 30gx5mm EU was difficult to operate during use. The following was reported by the initial reporter: "details of incident / nature of device defect test. During administration of insulin, correct procedure followed, on insertion patient never felt needle and insulin run down arm."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen needle autoshield duo 30gx5mm EU was difficult to operate during use. The following was reported by the initial reporter: "details of incident / nature of device defect test. During administration of insulin, correct procedure followed, on insertion patient never felt needle and insulin run down arm."